Event description:
It was reported that the medics were rolling the pt on the cot, one of cot legs caught on a joint in the concrete curb which allegedly resulted in a cot tip. It was reported that the event occurred in mid-february, but they did not report it because they believed it was medic error. No info on pt's condition is available.